Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a brief dexcom g7 continuous glucose monitor (cgm) signal loss lasting approximately five minutes during use with the ilet system and troubleshooting and education for cgm signal loss were completed. No adverse clinical symptoms reported. Outcomes included no impact to health and no need for medical intervention. User support included user-guided troubleshooting and education focused on causes of intermittent cgm signal interruption. Investigation of this case revealed that the event aligned with known intermittent cgm communication interruptions without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user and environmental factors affecting cgm-to-receiver communication.